Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the caller said that the patient needed to have an MRI and the MRI facility was requesting that a manufacturing representative be present at the appointment to put the device into MRI mode. The caller said the patient had an MRI once before several years ago and it burned them. The caller could not confirm if the ins had been placed into MRI mode or not previously. The caller stated the patient is legally blind. The agent emailed MRI mode instructions to the caller. The agent emailed field staff per the caller's request. The caller stated the patient does not have a local doctor for their ins yet.